Manufacturer narrative:
H3 device evaluation summary: updated due to component return: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator had no audio alarm during power up. The ventilator was not in use on a patient at the time of the reported event. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. The v entilator failed the gui (graphic user interface) audio test of extended self-test (est) with error codes. Sp checked the unit and verified the same and found no gui audio. Sp replaced user interface pcb (printed circuit board) but issue still exist. Sp swapped gui heads with known operational head and found the gui audio operates correctly. Sp found the gui speaker to be faulty. The replaced gui speaker was returned to medtronic for further analysis. No visible distortion or damage was observed. The speaker was installed into test ventilator and was powered up in normal mode, but no sound was heard. The ventilator was turned off and re-powered up in service mode. Est was initiated with all tests passing until the gui audio test. During the gui audio test, the audible alarms were not audible. A single test was repeated three times with all three times failing the test. The cable connections were inspected and appeared intact. Resistance test showed the voice coils were open. The cause of the event was isolated to fault in gui speaker. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation device summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator had no audio alarm during power up. The ventilator was not in use on a patient at the time of the reported event. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. The ventilator failed the gui (graphic user interface) audio test of extended self-test (est) with error codes. Sp checked the unit and verified the same and found no gui audio. Sp replaced user interface pcb (printed circuit board) but issue still exist. Sp swapped gui heads with known operational head and found the gui audio operates correctly. Sp found the gui speaker to be faulty. The likely cause of the event was isolated in the field to a potential fault in gui speaker. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this 980 ventilator had no audio alarm during power up. The ventilator was not in use on a patient at the time of the reported event.